Manufacturer narrative:
The investigation is in progress. The sample has not yet been received for eval. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the sample was released according to company's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A nurse reported the forceps would not activate while in a pt's eye during surgery. The forceps were switched out and the case proceeded. There was no pt impact reported.